Manufacturer narrative:
A review of the mfg documents from the DHR/lhr for lot 0810031 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. No laboratory examination was performed on the complaint products, as no devices were made available. Complaint history has shown similar complaints, however, without the device we cannot confirm any mfg defects. There may be a multiple of possible causes, either mfg or user related, for this complaint. The complaint can be neither confirmed nor unconfirmed at this time. If the product is returned in the future, the complaint will be re-opened and a further investigation will be performed. No corrective action can be recommended at this time. We are considering this complaint closed. This report is linked to the following medwatches: 1320894-2010-00046; -00055; and -00056.

Event description:
It was reported, "four different needles, same pt were used and leaked. The pt had to have a chest tube placed in chest." Cat. #thr-1720. This occurred over the weekend of (B) (6) 2010, end-user did not have the exact date.